Manufacturer narrative:
H7. Please note, correction # 2182207-08-23-2024-001-c was a notification only. Recall was only checked because our complaint system currently prevents populating h9 without also checking h7 recall. There was not a recall associated with correction # 2182207-08-23-2024-001-c. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative [rep], healthcare provider [hcp]) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins battery depleted in under two years. There was no allegation that the battery life failed to meet specifications. It was unknown if the battery depletion was abnormal. A longevity calculation was not performed at the time of implant to determine expected battery life. It was noted that there were a lot of programs in the ins, but program c was 93% used. Parameters for program c were positive polarity on electrode 0 and 2, negative polarity on electrode 1, 360 microseconds pulse width, 65 hertz rate, and 7.6 milliamperes intensity. No actions were taken and the issue was not yet resolved. Surgical intervention was planned, but had not been scheduled. No symptoms were reported, and the patient was alive with no injury. Additional information was received from the rep. It was reported that the hcp was not aware that the ins would last under two years. They expected the ins to last at least more than two years. It was noted that the hcp would not have decided to implant the ins if they had been aware of the battery longevity expectations. The ins would not be returned for analysis. This information was confirmed/provided by the physician.